Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. The lead dislodgement was discovered during a different cardiac procedure that used fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.